Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, unknown baker grade.

Event description:
Patient reported ¿anxious since being told there was a small risk of lymphatic cancer¿, ¿breast is encapsulated and causes intermittent pain, it is also palpable¿ additionally, patient reported capsular contracture, unknown baker grade confirmed by the physician which is "causing pain and suffering" right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Patient reported ¿anxious since being told there was a small risk of lymphatic cancer¿, ¿breast is encapsulated and causes intermittent pain, it is also palpable¿ additionally, patient reported capsular contracture baker grade IV confirmed by the physician which is "causing pain and suffering" right side. The device remains implanted.

Event description:
Additionally, patient reported capsular contracture baker grade IV confirmed by the physician which is "causing pain and suffering" right side.